Event description:
Boston scientific received additional information that this left ventricular (lv) lead was explanted due to a pocket infection. The patient was hospitalized and given intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's left ventricular (lv) lead was reportedly involved in a pocket infection. The patient was hospitalized and treated with intravenous antibiotics. Blood cultures were taken which came back negative for infection. The system therefore remains in service. No additional adverse patient effects were reported.